Event description:
Technician alleged that the siderail would not latch. No pt impact.

Manufacturer narrative:
The technician found missing latch bolt and nut. The technician replaced the siderail missing latch bolt and nut to resolve the issue.